Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated procedure, fluoroscopy was performed to assess the integrity of the right ventricular (rv) lead and externalized conductors were noted. All electrical values were stable and in range, so no intervention was performed and the rv lead remained implanted. The patient was stable and will continue to be monitored.